Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
During activation of the electrode it showed intraarticular (in the joint) sparking at the tip of the electrode. Electrode was about 10 minutes. In use and connected to an external suction. -sparking inside of the patient, electrode has not been buried within tissue, electrode has not been close to metal, new electrode has been used. Procedure: shoulder arthroscopy, the following information was received via e-mail from affiliate on (B)(6) 2015: the reported device was not a reprocessed electrode. The following additional information was received via e-mail from affiliate on (B)(6) 2015: nothing fell into the patient.

Manufacturer narrative:
The complaint device has not been returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed (B)(4) other similar complaint for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be received back in the future, this file will be reopened at that time and an evaluation will be performed and documented. (B)(4).